Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reports, a tooth that has been chipped. And will be getting repairs. The patient is requesting a new impression kit to get a new set of retainers, since the first set of retainers cracked in the back within the first week of being worn.

Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.